Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer had failed and required maintenance. The customer had rebooted the station twice but still issue persist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer verified that no drawer failures were present, reviewed remote support service (rss) logs for any reported drawer failures and tested the identified drawers; no failures were observed. Performed a station shutdown and power up to monitor for recurrence, with no additional failures noted. The customer inventoried drawers that previously reported issues, and all inventories completed successfully, inspected the rear of the drawers with no issues observed. Diagnostic testing was performed; however, acceptance testing could not be completed due to the drawers being legacy models. Drawer lids were opened to verify sensor operation, and no sensor failures were detected. The system functioned as intended after the field service engineer verified the device.